Event description:
Customer's daughter reported an incident of hypoglycemia requiring professional medical treatment at a time when customer's wife attempted, was unable to use the aviva system due to error within specifications. A request was made for the return of the system, and a replacement was sent.